Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that a defect of the mother board led to the malfunction resulting in the e116 error. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found a defective motherboard, causing the reported malfunction during start-up of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that video system center showed a camera control unit malfunction code (e116). The issue occurred during preparation for use of an unspecified procedure. There were no reports of patient harm.